Manufacturer narrative:
H6: investigation summary no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the unspecified bd pen needle cap does not attach. The following information was provided by the initial reporter: I use the bd nano pro ultra-fine pen needles and the outer cover/cap doesn't always stay on, I have had several needles from different boxes where the cap doesn't stay on and after I prime the insulin, I close it to dial up the units I need and when the cap comes off.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the unspecified bd pen needle cap does not attach. The following information was provided by the initial reporter: I use the bd nano pro ultra-fine pen needles and the outer cover/cap doesn't always stay on, I have had several needles from different boxes where the cap doesn't stay on and after I prime the insulin, I close it to dial up the units I need and when the cap comes off.